Event description:
Patient reported right side pain, hardening, folds, seroma, and capsular contracture baker grade unknown. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of seroma and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain, hardening, folds, seroma, and capsular contracture baker grade unknown.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5, b6, g2, h6.

Event description:
Health professional confirmed capsular contracture baker grade I. Ultrasound noted lobulated contour. Device remains implanted.